Event description:
(B)(4). My husband and I chose essure because hormonal bc gave me horrible migraines. My husband has malignant hypothermia, so we wanted to avoid surgery for him. During the implantation, one of the coils remained attached to the camera, and was pulled out causing excessive bleeding. Further, the coil was not blocked, providing no protection. When I went for the dye test a few weeks later, not only was the tube open, but there was an unidentifiable mass in my uterus. My doctor felt this was caused by the trauma of the botched implant, and I needed surgery to remove it. I had cramping, and fatigue for a few months. I developed a chronic pain on my left side, and had several cysts develop on my ovaries. Within a year, I had gained 20 lbs in spite of watching my food intake, and regular exercise - I began experiencing insomnia, irritability, loss of sex drive, and confusion. I later developed hypothyroidism. In (B)(6) 2015, I had a scan to diagnose the pain on my left side. The remaining coil presented like it had begun to migrate into my uterus. I had a second surgery to remove the coil and both tubes. Oh, and my husband had a vasectomy after all - that's three surgical procedures caused this non invasive device. I still experience pain, and am living with the effects of hypothyroidism.